Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to the screw backing out.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the bearing exhibited signs of wear and the locking screw had a fractured thread at the end of the threads. The screw length was measured and found conforming to print specifications. Fracture analysis of the locking screw identified indications of a ductile fracture with suspected ductile overload dimples; however, the fractured surface was severely damaged and the fracture mode could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.